Manufacturer narrative:
(B)(4). Concomitant medical products: 115736, comprehensive nano humeral component pps, 945850, 118001, comprehensive standard taper adaptor, 975080, 113954, modular hybrid glenoid base, 494700, pt-113950, modular hybrid glenoid post¿regenerex, 279250. Foreign country: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08938, 0001825034 - 2018 - 08940, 0001825034 - 2018 - 08941. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient not revised.

Event description:
It was reported that patient had initial comprehensive anatomic nano arthroplasty. Subsequently, patient began experiencing severe pain and limited range of motion two (2) years post initial surgery. An open biceps tenotomy and open ac joint excision were performed to treat the pain. Outcome of treatment is pending. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. X-rays and medical history of the patient were reviewed and the reported event was not confirmed. X-ray review has no findings and there are no intraoperative complications as per operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.